Event description:
It was reported that during a check, the cardiosave intra-aortic balloon pump (iabp) plug does not fully extend or retract. There was no patient involved.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) plug does not fully extend or retract.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10 a getinge field service engineer (fse) was dispatched to investigate the issue. The fse removed the bottom covers to access ac cord and removed the assembly. The fse then re wound the cord around the ratchet wheel. The fse performed a function check numerous times and cord returns and wraps around the spool. There were no faults on the unit. All functional and safety checks were performed to meet factory specifications.